Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose read "high" on the glucometer. Prior to the event, the display on the insulin pump froze. Troubleshooting was performed, but the display could not be restored to normal operations. The customer stated that she reverted to manual injections, but she forgot to take them and ended up being hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.